Event description:
It was reported that the battery gauge was fluctuating. There was no reported impact to customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
On (B)(6) 2022 tandem diabetes care was informed of an update regarding the customer's pump return status: upon further investigation by the distributor the customer's pump was found to be functioning correctly and therefore will not be returning to tandem for investigation.